Event description:
Baxter (B)(4) received a report that the reservoir of an intermate lv250 had ruptured during patient use. It is unknown what the device was filled with. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation, per the customer; however, the device has not yet been received by baxter. Should the device or additional information be received, a follow-up report will be submitted.